Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument, assay, or kinetics issues. It was difficult to determine if the samples were truly positive or a result of mishandling/contamination, especially since samples were retested on non-hologic platforms. Pas concluded the increase in positivity was workflow-related as site was using uncapped workflow. Hologic field applications specialist (fas) retrained customer on improving workflow technique. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4) using assay lot 277789 on panther instrument sn (B)(4) which had an increase in positive samples. Customer retested positive samples on non-hologic platforms (cepheid, biofire) where most samples resulted positive, but some were negative. The site had already reported out the initial positive results for the negative, retested samples to the physician and provided the amended negative results to the physician.